Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up. It was found that the patient received inappropriate shock due to lead noise. Lead will be revised.